Event description:
The affiliate stated the customer reported low vacuum errors due to sticking actuator at pinch valve pv4, involving the coulter lh 500 hematology analyzer. The customer stated no patient results were impacted or released from the laboratory. There was no patient impact or operatory injury associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the tubing at pinch valve pv66 and actuator on pinch valve pv4 to resolve the reported issue. The fse performed a successful system startup and system verification. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the sticking actuator at pv4. A definitive root cause is unknown. (B)(4).